Event description:
Subsequent to the initially filed report, the following information was received: before the cutdown was performed, the handle was disassembled in an attempt to remove the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close cannot be confirmed due to device condition. The entrapment of device cannot be conformed in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty to open or close, and entrapment of device and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely if tissue or calcification gets between the foot and guide bridge the foot with ¿surf¿ of pop out of its stored location. This would explain the dislocation of the foot from the guide. The difficulty closing the foot would be a symptom of the dislocation and the entrapment. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, after deployment, resistance was felt during removal and the device was entrapped in the vessel. A surgical cutdown was performed to remove the device. The suture of the prostyle was also removed. After removal, it was noted that the foot was not fully closed. No vessel damage was reported. The evar procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. User facility medwatch report received that states ¿abbott perclose prostyle closure device failed in the left femoral artery. The device could not be removed after the suture had been delivered due to device failure. Cardiothoracic surgeon had to perform a cut down to remove the device via open repair.¿ no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. User facility medwatch 5115721.